Event description:
During a pt follow-up on 10/20/1997, low impedance was found indicating a possible insulation failure. This was confirmed by reproducing the noise on an electrogram by shifting pt's arm. The lead was explanted on 10/24/1997.